Event description:
The sales representative reported on behalf of the customer that theias12-100lpi, airseal 12/100mm lpi port, was used during a robotic colectomy procedure on (B)(6) 2022 when it was reported, ¿significant portion of the trocar tip broke off during procedure¿. The procedure was completed with another airseal device and there was no report of patient or user impact. After a series of assessment questions, it was found that a significant portion of the trocar had broken off into the patients abdomen. The fragment was retrieved with a pair of forceps. There was no report of prolonged hospitalization or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
To date the device has not been received for evaluation; however photographic evidence has been provided that appears to confirm the event. A device history record review found no abnormalities that would contribute to this reported event. The product released for distribution was found to have met all specifications prior to shipment a two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 59 reports, regarding 67 devices, for this device family and failure mode. During this same time frame 989,124 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove obturator from cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
The sales representative reported on behalf of the customer that theias12-100lpi, airseal 12/100mm lpi port, was used during a robotic colectomy procedure on (B)(6) 2022 when it was reported, ¿significant portion of the trocar tip broke off during procedure¿. The procedure was completed with another airseal device and there was no report of patient or user impact. After a series of assessment questions, it was found that a significant portion of the trocar had broken off into the patients abdomen. The fragment was retrieved with a pair of forceps. There was no report of prolonged hospitalization or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.